Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was an intra operative complication with a long tfna nail during a surgery on (B)(6) 2020. During the procedure, the jig had loosened on inserting the nail because of which the guide wire missed and "skived" past the nail, this was not immediately apparent. The lag blade was then also inserted over the guide wire with that also being implanted out side of the nail. A lateral x-ray prior to distal locking identified this issue. The blade and nail were removed and new implant were successfully re-inserted. There was unspecified surgical delay due to reported event. Concomitant device reported: tfna helical blade (part# unknown, lot# unknown, quantity# 1); aiming arm (part # unknown, lot # unknown, quantity 1); insertion handle (part # unknown, lot # unknown quantity 1); guide wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown aiming arm. This is report 4 of 4 for complaint (B)(4).

Event description:
This report is for one (1) tfna nail concomitant devices reported: tfna screw(part# 04.038.190s, lot# 3l44071, quantity# 1); aiming arm (part # unknown, lot # unknown, quantity 1); insertion handle (part # unknown, lot # unknown quantity 1); guide wire (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received tfna nail is in a used condition. The nail is strongly damaged at one side close to the tfna screw insertion hole, which is a clear indication that the tfna screw missed the hole. Furthermore, the anodized layer at the damaged section is abraded. Functional test: in hindsight, and without having the impacted aiming arm back (which had loosened during use) an accurate functional check cannot be performed. Dimensional inspection: as this investigation is focused in the functional issue, therefore no measurements of the features are required. This lot met all dimensional and visual criteria at the time of manufacturing with no issues noted that would contribute to this complaint condition. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot numbers. Failure in material or production could not be detected. Summary: the received condition of the complaint agrees with the complaint description since the tfna screw missed the tfna nail as claimed by the customer. Unfortunately, an accurate functional check could not be performed, due the missing aiming arm. Based on the received information, we only can assume that the screw missed the nail due to an insertion angle issues and/or insufficient connection of the devices while use. During our investigation no manufacturing related issues could be detected. The devices were produced according to the specifications. The cause of the complained malfunction is most probably a post-manufacturing and use related issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 06-jul-2018 expiration date: 01-jun-2028 part number: 04.037.160s, 11mm/130 deg ti cann tfna 400mm / right ¿ sterile lot number: h676042 (sterile) lot quantity: 6 work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55 lot number: l856179 lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55 lot number: h571510 lot quantity: 1,000 part number: 04.037.912.3, tfna lock drive bp58 lot number: h654810 lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 lot number: h625399 lot quantity: 2,803 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information updated ip-(B)(4) : unk - nails: tfna to product code: 04.037.160s lot #: h676042, and ip-(B)(4) :unk - nail head elements: tfna helical blade to product code 04.038.190s lot #: 3l44071.